Event description:
A surgeon reports that one of her patients has complained of blurry vision since patient's first follow-up visit following cataract surgery with intraocular lens (iol) implant. The patient describes patient's vision as "not quite right" and "foggy all of the time". The surgeon reports that the patient's cornea is clear, patient's anterior chamber is quiet, and patient's retina is within normal limits. However, the surgeon did mention that there might be a slight opacification of the posterior capsule. The association between this event and the iol is not known. A retinal consultation is being arranged to look for possible causes.